Event description:
Customer reported that pump touchscreen was no longer responsive. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the customer declined to follow up.